Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by poor drain. The cause of the event, and treatment were not reported.the same day as the event onset, the patient was hospitalized for the peritonitis event. The patient was on temporary hemodialysis (hd). At the time of this report, the peritonitis event was "ongoing". No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.